Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant, migration of essure device location of device: pelvis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur. Concurrent conditions included bipolar disorder, hot flashes, nausea, heartburn, painful periods, depression, irritability, migraine, joint pain, dysfunctional uterine bleeding, oligomenorrhea, pelvic mass, neck sprain, renal cyst, adenomyosis, endometriosis, nabothian cyst, abdominal adhesions and osteoarthritis. Concomitant products included naproxen and ondansetron (zofran). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced flatulence ("gas pains"). In 2013, the patient experienced tooth fracture ("dental problems: cracked teeth, teeth breaking") and tooth loss ("dental problems: teeth falling out"). On (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced headache ("headaches"), cyst ("cysts"), back pain ("back pain"), anxiety ("anxiety"), skin exfoliation ("she had tons of dead skin coming off the bottoms of my feet") and uterine leiomyoma ("having fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for removal of essure) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, headache, cyst, back pain, anxiety, skin exfoliation, tooth fracture, tooth loss, flatulence and uterine leiomyoma outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, cyst, device dislocation, flatulence, headache, menorrhagia, skin exfoliation, tooth fracture, tooth loss, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: endometrial ablation hysteroscopy section essure (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2006: migration of essure device.; on (B)(6) 2016: migration of essure device. Hysterosalpingogram - on (B)(6) 2006: migration of essure device.; on (B)(6) 2016: migration of essure device. On (B)(6) 2016, ultrasound pelvis showed cervical isoechoic mass like area in the lumen measuring 6 x 7 x 5 mm. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, back pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product indication and implanted date updated. Concomitant disease, historical conditions added. New events: menorrhagia, vaginal haemorrhage, tooth fracture, tooth loss, flatulence and uterine leiomyoma added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('migration of implant, migration of essure device location of device: pelvis/failure to occlude (close) fallopian tube(s),'), embedded device ('the third one thats still in there is most like embedded in fat inside'), menorrhagia ('abnormal bleeding (menorrhagia)') and salpingitis ('my right tube was inflamed') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, pelvic inflammatory disease, ovarian cyst, right lower quadrant pain, nausea, coldness and vomiting. On (B)(6) 2016, ultrasound pelvis showed cervical isoechoic mass like area in the lumen measuring 6 x 7 x 5 mm. Concurrent conditions included bipolar disorder, hot flashes, nausea, heartburn, painful periods, depression, irritability, migraine, joint pain, dysfunctional uterine bleeding, oligomenorrhea, pelvic mass, neck sprain, cyst of kidney, acquired, adenomyosis, endometriosis, nabothian cyst, abdominal adhesions and osteoarthritis. Concomitant products included ibuprofen since 2001, mestranol;norethisterone (ortho-novum 0.5) since (B)(6) 2006, naproxen, ondansetron (zofran) and paracetamol (tylenol) since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced flatulence ("gas pains"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: cracked teeth, teeth breaking") and tooth loss ("dental problems: teeth falling out"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), headache ("headaches/migraines / headaches"), renal cyst ("cysts/other injury(ies) or complication(s) please describe: renal cyst"), back pain ("back pain"), anxiety ("anxiety"), skin exfoliation ("she had tons of dead skin coming off the bottoms of my feet"), hot flush ("hormonal changes describe: hot flashes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), endometriosis ("reproductive stsyem disorder or condition: endometriosis"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("other injury or complications: joint pain"), abdominal pain ("abdominal pain"), fallopian tube disorder ("my left side was a lot of scar tissue"), adenomyosis ("adenomyosis"), amenorrhoea ("amenorrhea"), tremor ("tremors") and skin peeling ("dead skin coming off the bottom of my feet.") And was found to have uterine leiomyoma ("having fibroids/reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight decreased ("lost 12-14 ponds"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy for removal of essure, endometrial biosy, hysterectomy full and bilateral salpingectomy and teeth pulled). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, menorrhagia, salpingitis, tooth fracture, headache, renal cyst, back pain, anxiety, skin exfoliation, tooth loss, flatulence, uterine leiomyoma, hot flush, depression, migraine, endometriosis, anaemia, nausea, gastrooesophageal reflux disease, arthralgia, fallopian tube disorder, adenomyosis, amenorrhoea, weight decreased and skin peeling outcome was unknown, the vaginal haemorrhage and abdominal pain had resolved and the tremor had not resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, back pain, depression, device dislocation, embedded device, endometriosis, fallopian tube disorder, fallopian tube perforation, flatulence, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, nausea, renal cyst, salpingitis, skin exfoliation, tooth fracture, tooth loss, tremor, uterine leiomyoma, vaginal haemorrhage, weight decreased and skin peeling to be related to essure (ess205). The reporter commented: endometrial ablation hysteroscopy section essure (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device.. Hysterosalpingogram - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device.. Ultrasound pelvis - on an unknown date: results: cervical isoechoic mass like area in the lumen. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain lower, back pain and pelvic pain. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New events my right tube was inflamed, my left side was a lot of scar tissue, embedded device, adenomyosis, amenorrhea, tremors was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('migration of implant, migration of essure device location of device: pelvis/failure to occlude (close) fallopian tube(s),'), embedded device ('the third one thats still in there is most like embedded in fat inside'), menorrhagia ('abnormal bleeding (menorrhagia)') and salpingitis ('my right tube was inflamed') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, pelvic inflammatory disease, ovarian cyst, right lower quadrant pain, nausea, coldness and vomiting. On (B)(6) 2016, ultrasound pelvis showed cervical isoechoic mass like area in the lumen measuring 6 x 7 x 5 mm. Concurrent conditions included bipolar disorder, hot flashes, nausea, heartburn, painful periods, depression, irritability, migraine, joint pain, dysfunctional uterine bleeding, oligomenorrhea, pelvic mass, neck sprain, cyst of kidney, acquired, adenomyosis, endometriosis, nabothian cyst, abdominal adhesions and osteoarthritis. Concomitant products included ibuprofen since 2001, mestranol;norethisterone (ortho-novum 0.5) since (B)(6) 2006, naproxen, ondansetron (zofran) and paracetamol (tylenol) since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced flatulence ("gas pains"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: cracked teeth, teeth breaking") and tooth loss ("dental problems: teeth falling out/hulak"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), headache ("headaches/migraines / headaches/ right sidd headache "), renal cyst ("cysts/other injury(ies) or complication(s) please describe: renal cyst"), back pain ("back pain"), anxiety ("anxiety"), the first episode of skin exfoliation ("she had tons of dead skin coming off the bottoms of my feet"), hot flush ("hormonal changes describe: hot flashes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), endometriosis ("reproductive stsyem disorder or condition: endometriosis"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("other ijnury or complications: joint pain"), abdominal pain ("abdominal pain"), fallopian tube disorder ("my left side was a lot of scar tissue"), adenomyosis ("adenomyosis"), amenorrhoea ("amenorrhea"), tremor ("tremors"), the second episode of skin exfoliation ("dead skin coming off the bottom of my feet.") And mood swings ("mood swings") and was found to have uterine leiomyoma ("having fibroids/reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight decreased ("lost 12-14 ponds"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy for removal of essure, endometrial biosy, hysterectomy full and bilateral salpingectomy and teeth pulled). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, menorrhagia, salpingitis, tooth fracture, headache, renal cyst, back pain, anxiety, tooth loss, flatulence, uterine leiomyoma, hot flush, depression, migraine, endometriosis, anaemia, nausea, gastrooesophageal reflux disease, arthralgia, fallopian tube disorder, adenomyosis, amenorrhoea, weight decreased, the last episode of skin exfoliation and mood swings outcome was unknown, the vaginal haemorrhage and abdominal pain had resolved and the tremor had not resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, back pain, depression, device dislocation, embedded device, endometriosis, fallopian tube disorder, fallopian tube perforation, flatulence, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, mood swings, nausea, renal cyst, salpingitis, tooth fracture, tooth loss, tremor, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of skin exfoliation and the second episode of skin exfoliation to be related to essure (ess205). The reporter commented: endometrial ablation hysteroscopy section essure (per mr). Discrapancy noted for date of insertion: 2006, (B)(6) 2007. Essure confirmation test: discrepancy in date of test as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device. Hysterosalpingogram - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2016: results: migration of essure device. Ultrasound pelvis - on an unknown date: results: cervical isoechoic mass like area in the lumen. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain lower, back pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('migration of implant, migration of essure device location of device: pelvis/failure to occlude (close) fallopian tube(s),') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, pelvic inflammatory disease, ovarian cyst, right lower quadrant pain, nausea, coldness and vomiting. * on (B)(6) 2016, ultrasound pelvis showed cervical isoechoic mass like area in the lumen measuring 6 x 7 x 5 mm. Concurrent conditions included bipolar disorder, hot flashes, nausea, heartburn, painful periods, depression, irritability, migraine, joint pain, dysfunctional uterine bleeding, oligomenorrhea, pelvic mass, neck sprain, cyst of kidney, acquired, adenomyosis, endometriosis, nabothian cyst, abdominal adhesions and osteoarthritis. Concomitant products included ibuprofen since 2001, naproxen, ondansetron (zofran) and paracetamol (tylenol) since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced flatulence ("gas pains"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: cracked teeth, teeth breaking") and tooth loss ("dental problems: teeth falling out"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced headache ("headaches/migraines / headaches"), renal cyst ("cysts/other injury(ies) or complication(s) please describe: renal cyst"), back pain ("back pain"), anxiety ("anxiety"), skin exfoliation ("she had tons of dead skin coming off the bottoms of my feet"), hot flush ("hormonal changes describe: hot flashes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), endometriosis ("reproductive stsyem disorder or condition: endometriosis"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("other ijnury or complications: joint pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("having fibroids/reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy for removal of essure, endometrial biosy, hysterectomy full and bilateral salpingectomy and teeth pulled). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, tooth fracture, headache, renal cyst, back pain, anxiety, skin exfoliation, tooth loss, flatulence, uterine leiomyoma, hot flush, depression, migraine, endometriosis, anaemia, nausea, gastrooesophageal reflux disease and arthralgia outcome was unknown and the vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, arthralgia, back pain, depression, device dislocation, endometriosis, fallopian tube perforation, flatulence, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, nausea, renal cyst, skin exfoliation, tooth fracture, tooth loss, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: endometrial ablation hysteroscopy section essure (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device.. Hysterosalpingogram - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device.. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, back pain, pelvic pain most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received. Events per pfs: fallopian tube perforation, hot flush, depression, migraine, endometriosis, anemia, nausea, gerd, arthlagia, abdominal pain and reanl cyst was clubbed with previously reported event cyst nos. Outcome of abdominal pain and vaginal bleeding were updated. Concomitant medications were added. Event severity was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), cyst ("cysts"), back pain ("back pain"), anxiety ("anxiety") and skin exfoliation ("she had tons of dead skin coming off the bottoms of my feet"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, cyst, back pain, anxiety and skin exfoliation outcome was unknown. The reporter considered anxiety, back pain, cyst, device dislocation, headache and skin exfoliation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-jun-2018: added reporter. Added event she had tons of dead skin coming off the bottoms of my feet. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('migration of implant, migration of essure device location of device: pelvis/failure to occlude (close) fallopian tube(s),'), embedded device ('the third one that's still in there is most like embedded in fat inside'), menorrhagia ('abnormal bleeding (menorrhagia)') and salpingitis ('my right tube was inflamed') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, pelvic inflammatory disease, ovarian cyst, right lower quadrant pain, nausea, coldness and vomiting. On (B)(6) 2016, ultrasound pelvis showed cervical isoechoic mass like area in the lumen measuring 6 x 7 x 5 mm. Concurrent conditions included bipolar disorder, hot flashes, nausea, heartburn, painful periods, depression, irritability, migraine, joint pain, dysfunctional uterine bleeding, oligomenorrhea, pelvic mass, neck sprain, cyst of kidney, acquired, adenomyosis, endometriosis, nabothian cyst, abdominal adhesions and osteoarthritis. Concomitant products included ibuprofen since 2001, mestranol;norethisterone (ortho-novum 0.5) since (B)(6) 2006, naproxen, ondansetron (zofran) and paracetamol (tylenol) since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced flatulence ("gas pains"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: cracked teeth, teeth breaking") and tooth loss ("dental problems: teeth falling out/hulak"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), headache ("headaches/migraines / headaches/ right sidd headache "), renal cyst ("cysts/other injury(ies) or complication(s) please describe: renal cyst"), back pain ("back pain"), anxiety ("anxiety"), the first episode of skin exfoliation ("she had tons of dead skin coming off the bottoms of my feet"), hot flush ("hormonal changes describe: hot flashes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition: endometriosis"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("other injury or complications: joint pain"), abdominal pain ("abdominal pain"), fallopian tube disorder ("my left side was a lot of scar tissue"), adenomyosis ("adenomyosis"), amenorrhoea ("amenorrhea"), tremor ("tremors"), the second episode of skin exfoliation ("dead skin coming off the bottom of my feet.") And mood swings ("mood swings") and was found to have uterine leiomyoma ("having fibroids/reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight decreased ("lost 12-14 ponds"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy for removal of essure, endometrial biopsy, hysterectomy full and bilateral salpingectomy and teeth pulled). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, menorrhagia, salpingitis, tooth fracture, headache, renal cyst, back pain, anxiety, tooth loss, flatulence, uterine leiomyoma, hot flush, depression, migraine, endometriosis, anaemia, nausea, gastrooesophageal reflux disease, arthralgia, fallopian tube disorder, adenomyosis, amenorrhoea, weight decreased, the last episode of skin exfoliation and mood swings outcome was unknown, the vaginal haemorrhage and abdominal pain had resolved and the tremor had not resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, back pain, depression, device dislocation, embedded device, endometriosis, fallopian tube disorder, fallopian tube perforation, flatulence, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, mood swings, nausea, renal cyst, salpingitis, tooth fracture, tooth loss, tremor, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of skin exfoliation and the second episode of skin exfoliation to be related to essure (ess205). The reporter commented: endometrial ablation hysteroscopy section essure (per mr). Discrepancy noted for date of insertion: 2006, (B)(6) 2007. Essure confirmation test: discrepancy in date of test as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device. Hysterosalpingogram - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device. Ultrasound pelvis - on an unknown date: results: cervical isoechoic mass like area in the lumen. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain lower, back pain and pelvic pain. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) and (B)(4) - reporter, e2b company number were added. Source documents and reference section were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('migration of implant, migration of essure device location of device: pelvis/failure to occlude (close) fallopian tube(s),'), embedded device ('the third one that's still in there is most like embedded in fat inside'), menorrhagia ('abnormal bleeding (menorrhagia)') and salpingitis ('my right tube was inflamed') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, pelvic inflammatory disease, ovarian cyst, right lower quadrant pain, nausea, coldness and vomiting. On (B)(6) 2016, ultrasound pelvis showed cervical isoechoic mass like area in the lumen measuring 6 x 7 x 5 mm. Concurrent conditions included bipolar disorder, hot flashes, nausea, heartburn, painful periods, depression, irritability, migraine, joint pain, dysfunctional uterine bleeding, oligomenorrhea, pelvic mass, neck sprain, cyst of kidney, acquired, adenomyosis, endometriosis, nabothian cyst, abdominal adhesions and osteoarthritis. Concomitant products included ibuprofen since 2001, mestranol;norethisterone (ortho-novum 0.5) since (B)(6) 2006, naproxen, ondansetron (zofran) and paracetamol (tylenol) since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced flatulence ("gas pains"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: cracked teeth, teeth breaking") and tooth loss ("dental problems: teeth falling out"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), headache ("headaches/migraines / headaches/ right side headache "), renal cyst ("cysts/other injury(ies) or complication(s) please describe: renal cyst"), back pain ("back pain"), anxiety ("anxiety"), foot exfoliation ("she had tons of dead skin coming off the bottoms of my feet"), hot flush ("hormonal changes describe: hot flashes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition: endometriosis"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("other injury or complications: joint pain"), abdominal pain ("abdominal pain"), fallopian tube disorder ("my left side was a lot of scar tissue"), adenomyosis ("adenomyosis"), amenorrhoea ("amenorrhea"), tremor ("tremors"), skin peeling ("dead skin coming off the bottom of my feet.") And mood swings ("mood swings") and was found to have uterine leiomyoma ("having fibroids/reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight decreased ("lost 12-14 ponds"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy for removal of essure, endometrial biosy, hysterectomy full and bilateral salpingectomy and teeth pulled). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, menorrhagia, salpingitis, tooth fracture, headache, renal cyst, back pain, anxiety, foot exfoliation, tooth loss, flatulence, uterine leiomyoma, hot flush, depression, migraine, endometriosis, anaemia, nausea, gastrooesophageal reflux disease, arthralgia, fallopian tube disorder, adenomyosis, amenorrhoea, weight decreased, skin peeling and mood swings outcome was unknown, the vaginal haemorrhage and abdominal pain had resolved and the tremor had not resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, back pain, depression, device dislocation, embedded device, endometriosis, fallopian tube disorder, fallopian tube perforation, flatulence, foot exfoliation, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, mood swings, nausea, renal cyst, salpingitis, tooth fracture, tooth loss, tremor, uterine leiomyoma, vaginal haemorrhage, weight decreased and skin peeling to be related to essure (ess205). The reporter commented: endometrial ablation hysteroscopy section essure (per mr). Discrepancy noted for date of insertion: 2006. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device.. Hysterosalpingogram - on (B)(6) 2006: results: migration of essure device.; on (B)(6) 2016: results: migration of essure device.. Ultrasound pelvis - on an unknown date: results: cervical isoechoic mass like area in the lumen. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain lower, back pain and pelvic pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Added event mood swings. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), cyst ("cysts") and anxiety ("anxiety"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, cyst and anxiety outcome was unknown. The reporter considered anxiety, cyst, device dislocation and headache to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.